Event description:
It was reported that difficulty removal occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, a balloon able to be inflated but took indentation form due to the lesion and couldn't be removed. The procedure was completed with a different device. There were no patient complications reported.